Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had emitted a call service alarm. There was no additional information available regarding this complaint. Multiple attempts to contact the reporter by customer technical support to follow up were not successful. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/14/2015 with the following findings: a review of the pump black box data and alarm history showed no call service alarms related to the complaint. There was no data in pump histories from time of the reported alarm due to continued use. During investigation, the pump powered on with no alarms occurring. The pump was exercised pump for 24 hours with no call service alarms emitted. The complaint of a call service alarm issue was not duplicated during testing. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.